Event description:
It was reported to our consultant by a vns treating physician that there was a pt who was experiencing an increase in seizures above pre-vns baseline over the past month. The pt lives in a residential treatment facility and has been in the facility's clinic daily due to seizures. It is likely interventions were taken for the pt's seizures since they were seen in clinic. On (B)(6) 2011, when the pt was interrogated, it was discovered that the pt's generator has been programmed off for the past month- both the output current and magnet current were set to zero ma. Their physician thought that their seizure increase could be related to their loss of therapy. On (B)(6) 2011, diagnostics were performed. Normal mode dcdc value was 5 and system was 3, eri=no. The pt was programmed to the following settings: 1.5/20/250/30/1.75/60/250. It is likely an interrupted test caused the event. Date of the test being performed has not been confirmed. Good faith attempts are underway for programming history for review.